Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: -, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system shut down unexpectedly. When the site turned it back on, the screen was too zoomed in. The main cart battery was noted to be at 100% and charged for 18 minutes. The uninterruptible power supply (ups) connection with the camera cart was lost as it was not plugged in but the camera cart battery was 100% with a battery time of 20 minutes. The carts were both unplugged from the wall and remained on for three minutes. When logging out of stealth admin, the screen went black but the system was still on. The blue power buttons were noted to be on. The technical services representative (ts) had the site input cntl+alt+del on the keyboard with no resolution for the black screen. The site performed of the system and unplugged it for two minutes. The site plugged it back in and then waited ten seconds before pressing the start button. Ts had the site log into the customer side, log out and the stealthadmin side, and log out. This resolved the issue. There was no patient involvement.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the system performed as intended. There was no issue. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received regarding section d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0 , ubd: unknown, UDI: unknown; product ID: 9735737, version: 2.1.0 , ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section d9 for when the logs were available for analysis. H2-h6: a software analysis was initiated (pli 40). Analysts reviewed the logs and there were 2 sessions on the issue reported date. Application logs and from the system logs it was observed that gpu had fallen off the bus and there was a gpu crash dump created on the issue reported date. There may have been communication issues between the nvidia gpu and the system, potentially leading to system freezes or crashes. The issue is consistent with a known software issue. Codes b01, c10, and d18 are applicable to this analysis. H2-h6: a software analysis was initiated (pli 50). Analysts reviewed the logs. There were 2 application session logs present on the issue date. None of the sessions logged that the user performed zoom in/out. External display resolution was set to "auto". Logs did not reveal any information related to the image distortion/improper functionality. Before the system shut down unexpectedly, the screen resized to 1803 x 1079. As the logs were not able to capture the root cause of the reported issue, it could not be concluded why the reported issue took place. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. H2-h6: a software analysis was initiated (pli 60). Analysts reviewed the logs and identified two sessions on the incident date. In the first session, a core dump was generated in qmlguiservice, specifically within libnvidia-glcore, where the stack trace pointed to the function qsgbatchrenderer::renderer::rendermergedbatch(qsgbatchrenderer::batch const*) () . System logs also confirmed a segmentation fault in qsgrenderthread. No additional errors were recorded in the application logs. The user¿s workflow transitioned through the following tasks: selectprocedure, images, registration and trace registration was completed with 1311 points. This behavior aligns with a known software issue. Codes b01, c10, and d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received regarding section d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0 , ubd: unknown, UDI: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.